Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen or data was difficult to view. The customer's blood glucose value was unknown. The customer stated that insulin pump had loud grinding noise during rewind, scratched display screen or rainbow effect on display screen. The insulin pump will not be returned for analysis.